Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise and low pacing impedance on the right ventricular lead. On (B)(6) 2021, the physician elected to cap and replace the lead. The patient was stable throughout.